Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead, (B)(6) 2005. A 5071 implantable pacing lead, (B)(6) 2009. (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.